Event description:
The complaint is now reportable based on the analysis. It was reported that during preparation for a coronary stenting treatment procedure, the 3.00x16 mm liberte bare metal stent was unable to be loaded on to the guidewire. However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned unit was not consistent with the complaint incident. A visual examination of the returned device found that a stent strut was lifted 5 rows distal from its proximal edge. No other damage was noted with this device. The tip and wire exit port were examined and no damage was noted. A 0.014 inch sized guidewire was inserted through the tip and wire lumen with no restrictions noted. A review of the manufacturing documentation for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause classification is handling damage as the complaint was caused by the handling of the device without patient contact either during the clinical procedure or unpacking / preparation.